Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. Patient returned a week later the procedure, and it was noticed that the mr increased and the patient needed the additional clip. Mr was grade 3-4. On (B)(6) 2026, mitraclip xtw was inserted into the ventricle and the rotation was noticed. Clip was inverted and brought back to the atrium to position perpendicular to the line of coaptation. While passing the clip into the atrium second time, clip got stuck in the chordae. After multiple attempts, it was not able to free the clip. It was decided to implant the clip on some tissue of the anterior leaflet and the stuck chordae. The final mr was grade 3-4. The clip remained in its position after deployment.